Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced wound dehiscence at the magnet site (date not reported). Subsequently, the device was explanted on (B)(6) 2024 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient developed an infection and skin breakdown at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Device analysis report attached.